Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead couldn't be fixed due to patient's anatomy.

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be fixed when it was placed in the left ventricle. The physician tried several times to replace the lead but still failed. The patient's blood vessels are bent and the lead cannot reach the proper position. Lead was not used. A new epicardial lead was added the following day on (B)(6) 2019. Patient was stable. Related manufacturer reference number: 2938836-2019-05745.

Manufacturer narrative:
Analysis was normal. No anomalies were found.